Event description:
In 08/02 and 08/02, mamufactures learned two devices had been tried an replaced with a third that worked ok. Also, that the surgeon found only the upper limbs of the grafts to be porous and leaking.

Event description:
The physician claims that during the procedure, the graft was found to be porous and seeped blood [through its walls]. There was no injury or complication to the patient. On 8/2002, company learned the following: the leakage started when the clamps were opened. The graft was subsequently removed. The procedure was continued successfully with another device.